Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent balloon kyphoplasty. Intra-op, the first balloon from the kit could not inflate inside the vertebrae to make decompression and the balloon started releasing the dye inside the vertebrae. The doctor tried with the second balloon from the same pack but it could not inflate too. Then the doctor used another balloon from another kit to perform the procedure.